Event description:
The biomedical engineering department reported the pump powered itself off and would not power back on when pressing the on/off key. Later, the biomedical engineering department noticed the pump had powered itself on. Info was not provided whether or not the device was in use on a pt when the reported situation occurred. No pt injury has been reported.